Event description:
I use the freestyle libre continuous glucose monitor. The last three that I have used have all malfunctioned. Specifically, each intermittently failed to track my glucose levels, and in one case gave wildly false readings of over 400 mg / dl. This could have caused me to fatally over medicate with insulin if I had not understood that the reading was likely wildly inaccurate. FDA safety report ID# (B)(4).